Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 812:02. They stated that there was no record of any patient incident involving the pump since the last baxter service event. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.